Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 4/27/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 350cc saline prosthesis, catalog: 3501655, serial number: (B)(4), lot: 5578775. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. Deflation of the left breast prosthesis was diagnosed through a physical examination. As a result, the patient underwent removal and replacement on (B)(6) 2018 with an unspecified mentor breast implant.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/19/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 5/19/2018, mentor received additional information that the patient elected to undergo bilateral removal and replacement with mentor memorygel breast implant 475cc gel prostheses on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a 52 year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. Deflation of the left breast prosthesis was diagnosed through a physical examination. As a result, the patient elected to undergo bilateral removal and replacement with mentor memorygel breast implant 475cc gel prostheses on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Pe discovered a rent measuring approximately 1.4 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).